Event description:
Customer reported that after the catheter completes the catheter, the patient is hospitalized, and when the catheter is maintained, the tube is flushed, and the connector bulges and bubbles, and then the clinical teacher replaces the new connector and re-maintains the catheter. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a bulging catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video which depicted a 4fr single lumen groshong catheter. The depicted device was placed in the arm of a patient. An extension set was attached to the luer adapter. The video demonstrated the extension set being flushed with a syringe. The groshong extension tubing was observed to balloon during flushing. The extension tubing was observed to bulge when flushed in the video; however, the cause of that bulging could not be identified without examination of the physical sample. Potential contributing factors include flushing against an occlusion and pulling stress weakening the extension tube.

Event description:
Customer reported that after the catheter completes the catheter, the patient is hospitalized, and when the catheter is maintained, the tube is flushed, and the connector bulges and bubbles, and then the clinical teacher replaces the new connector and re-maintains the catheter. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.